Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge detection notification while attempting to load a new cartridge. Reportedly, customer reloaded the cartridge, and the cartridge was successfully loaded onto the pump. Customer's blood glucose level was not impacted.